Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 52 months intermittent loss of capture was reported. At the moment, biotronik has no further information with regard to the planned revision procedure. Should we get more details, this report will be updated. An explant date was provided, but because it doesn't match this provided event description and the device was not returned, it is assumed it is still implanted. It was mentioned that the patient was started on isuprel due to a heart rate below 30 and that they were transferred from one hospital to another and would have a lead replacement procedure done once patient had been stabilized.